Event description:
Event description cpi received information that a review of the therapy history during routine follow-up visit showed that this ventak mini implantable cardioverter defibrillator (ICD) was intermittently oversensing.